Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: pain; catching sensation; elevated ion levels; evidence of pseudotumor; moderate increase in joint fluid which was typical for metallosis; fluid was yellow/gray in appearance. The information received does not change the MDR decision.

Event description:
Litigation papers allege persistent severe pain and discomfort in the pt's right hip, groin, and thigh, which has increased over time; sensation of misalignment, weakness, decreased range of motion, and difficulty with activities of daily living such as walking and standing after being seated. Additionally, pt's implant clicks and pops, and has exhibited the symptoms of a loose implant. Physicians advised pt that he has substantially elevated, if not toxic, levels of cobalt metal ions in his bloodstream. The pt experienced the symptoms of metallosis in the form of itching all over his body.

Manufacturer narrative:
.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.